Event description:
The iab ruptured while the pt was in the ICU. The nurse was instructed to turn off the pump and notify the surgeon. The iab was removed and a replacement was not inserted per the family's request. The pt expired later that evening.